Event description:
Rep reported that they were contacted by an hcp about a patient that is trialing a boston scientific scs system and not doing well. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).